Event description:
The patient's clinical manager reported that the dates in the pump history were incorrect. She stated that some days were repeated and other dates were out of order. The patient claimed that he did not reset the time or date; he said that the time and date do not change when the battery is removed from the pump. The clinical manager removed and replaced the battery during the phone call; she confirmed that the time and date remained correct. This complaint is being reported due to the following conclusion: inaccuracies in the pump history could result in over or under delivery of insulin.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box shows that the patient manually change the time/date to a particular date, delivered a bolus, and then change time and date to original settings. Record one of the event indicated the pump was running at 5:46 am on (B)(6) 2011; a manual time and date change to 8:48 pm and (B)(6) 2011 occurred; a normal 2.3 unit bolus was programmed and delivered; after the bolus, the time and date were manually reverted to 6:21 am on (B)(6) 2011. There were no pump defects found on investigation; investigation revealed that the user manually changed the time and date before and after delivering a bolus.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).